Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The anomalous condition associated with the reed switch circuitry could not be duplicated during bench testing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4058 implantable pacing lead: (B)(6) 1990.

Event description:
It was reported that the at a device check it was noted that the battery impedance was 11580 ohms and the battery voltage was 2.78. A longevity estimate was giving less than one month longevity. It was unusual to see the impedance so high and the battery voltage still so high. A review of the device product performance information noted some consistency that could have a stuck reed switch which could explain diagnostic dated back from 2009 and extreme variance in the battery voltage and battery impedance. Early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.